Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a bent main tube. The bending damage is located at the distal end of the main tube. The instrument was found to have a broken grip at the hole grip. The hole grip is missing. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that the harmonic ace instrument was noted to have an issue. There was no report of patient involvement.